Manufacturer narrative:
The event occurred while the customer, from (B)(6), was on holiday in the republic of cape verde. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing had detached from the connector allowing the infusion set to leak. The patient experienced an elevated blood glucose level of 290 mg/dl and ketone of 0.5. No adverse event was reported. The infusion set was requested to be returned for product evaluation.